Event description:
It was reported to an arjo representative that there was an incident with the involvement of maxi move passive floor lift and passive clip sling. Following information provided, during transfer to a chair, the left leg clip detached from the lift spreader bar attachment point. As the consequence of the event the resident fell out of the sling to the ground and sustained a head laceration. It remains unknown whether any medical intervention was required.